Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported suture separation was observed as a needle to disengagement/miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using the pre-close technique via a small-bore sheath hole prior to an interventional procedure. Reportedly, the suture broke during plunger removal, resulting in a loose, unraveled knot. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 10f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.